Event description:
Laceration (accidental injury) caused by needle separation. No treatment required except for topical bactroban. Event being reported as malfunction as an injury might occur if an event of this kind were to recur.